Manufacturer narrative:
The customer further advised that they had removed, then reinstalled, the device's charge pak assembly and device's readiness display showed ok.  The customer then confirmed that the device powered on and provided voice prompts as expected.  The device was then powered off by the customer and it was confirmed that ok remained on the readiness display. The customer advised that the device will be placed back into service for use.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.